Manufacturer narrative:
Investigation conclusion: it was reported that patient was not on anticoagulant therapy. The alere inratio monitoring system is intended for use by people taking warfarin or other oral anticoagulant (blood thinning) therapy. As reviewed on 02/24/2016, the (B)(4) complaints for this meter type and trend code did not exceed the threshold. Further investigation cannot be pursued because there is no lot number and product was not returned.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2.5 - 3.0. (B)(6) (unknown date): inratio inr = 4.2; lab inr = 2.3 three hours between tests. No reported adverse patient sequela.

Manufacturer narrative:
Date of this report corrected to 03/02/2016 to reflect the date initial MDR was submitted and received by cdrh. Date received by manufacturer corrected to 02/03/2016.